Event description:
It was reported that, falling a fall, the patient turned off the neurostimulator because the stimulation was in the tailbone and it was not effective in treating her symptoms. She also has felt sore since the fall. A previous neurostimulator had been replaced due to erosion, no further information was made available related to this implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, serial #(B)(4), implanted: 2007-(B)(6), explanted: unknown, lead model 3093-28, serial #(B)(4), implanted: 2007-(B)(6), explanted: unknown, extension model 748910, serial # (B)(4), implanted: 2007-(B)(6), explanted: unknown, extension model 748910, serial # (B)(4), implanted: 2007-(B)(6), explanted: unknown.